Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-may-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was that the station failed to power on due to a faulty drawer assembly. The field service engineer (fse) disconnected and reconnected drawers, and the drawer printed circuit board assembly (pcba) on 4.2 and 4.1 were replaced. Additional repairs were performed on auxiliary drawers 3.2 and 4.2, including resetting row board connections and replacing the drawer pcba, retractor band, and cubie pcba. A defective cubie was identified for replacement. Final testing in hardware test application (hta) confirmed successful operation. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was failed to power up. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.